Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on the first firing, did the device cut the tissue? No. Were any of the forces higher or lower than expected (closing or opening)? Everything seemed normal.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, a new linear cutter was used with a green cartridge. At the first firing the instrument was placed on the patient¿s tissue, only two (open) clips and the mechanism were blocked. Reverse button was used to put the knife back in place and the powered device was reloaded with a new green cartridge that worked without problem. The surgeon used a total of two green and four blue reloads to finish the operation (without counting the first that didn¿t work properly). No bleeding occurred, no tissue injury took place, although the surgeon complaint that the first two unformed clips may have caused tissue damage, able to cause leakage from the stomach. To prevent possible future leakage, they removed that part of the stomach mentioned before (from the first uncompleted firing) using the device with a new green cartridge (the first correctly firing).